Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported high impedances that occurred during a revision case on date notified. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is unknown.